Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-02802 and 1627487-2013-02803. It was reported the patient did not feel effective stimulation coverage in her back. Reprogramming efforts were unsuccessful as the stimulation causes back spasms for the patient. Follow-up indicated stimulation could not be increased to activate the necessary nerve fibers due to the back spasms. The physician advised the patient to consider a paddle lead placement to address the issue. In addition, the patient reported persistent pain at her ipg site. She reported she had lost approximately 20 pounds, and her ipg header is very close to the skin above the incision site. It was reported the patient and physician are waiting to determine the next course of action. The patient allegedly has financial constraints that need to be resolved before surgical intervention is considered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.